Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported that a patient was injected in the lips with juvéderm volbella® xc. Five months later, the patient developed ¿some type of granuloma/nodule late onset¿ in the lip area. Biopsy was not provided. The patient was treated with a course of steroids and hylenex. The health professional is considering a round of antibiotics. The event is ongoing.